Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009. Test performed at the lab at the same time. No heparin or lovenox. Results on different patients. No cancer or anemia on any patient. Customer did not know any other details of the patients.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Per event details, test between two readings are done at the same time. The mean is >5.0 and the difference is greater than 2.2 for test 3. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required when product is returned.